Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("pregnancy"), caesarean section ("cesarean section"), urinary tract infection ("urinary tract infections") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and amenorrhoea, urinary tract infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), weight fluctuation ("weight gain / weight loss"), fatigue ("fatigue"), rash ("various skin rashes"), inflammation ("inflammation on her left thigh/hip") with erythema, joint swelling ("swelling in hip"), swelling ("swelling of lower back"), dizziness ("dizzy spells"), goitre ("thyroid goiter") and dysgeusia ("metallic taste since the surgery"). On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient underwent caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device and caesarean section had resolved. At the time of the report, the abdominal pain, urinary tract infection, genital haemorrhage, menstruation irregular, rash, inflammation, joint swelling, swelling and dizziness outcome was unknown and the weight fluctuation, fatigue, goitre and dysgeusia had not resolved. The pregnancy outcome was not reported. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, caesarean section, dizziness, dysgeusia, fatigue, genital haemorrhage, goitre, inflammation, joint swelling, menstruation irregular, pregnancy with contraceptive device, rash, swelling, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: the operative report noted the uterus, tubes, and ovaries were grossly normal in appearance. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: positive. X-ray - in (B)(6) 2016: presence of essure confirmed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), caesarean section ('cesarean section') and urinary tract infection ('urinary tract infections') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient underwent caesarean section (seriousness criterion medically significant), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation ("she is concerned that the left coil may still be implanted and may have migrated"), urinary tract infection (seriousness criterion hospitalization), genital haemorrhage ("heavy bleeding"), menstruation irregular ("irregular menses"), weight fluctuation ("weight gain / weight loss"), fatigue ("fatigue"), rash ("various skin rashes"), dermatitis ("inflammation on her left thigh/hip") with erythema, joint swelling ("swelling in hip"), swelling ("swelling of lower back"), dizziness ("dizzy spells"), goitre ("thyroid goiter"), dysgeusia ("metallic taste since the surgery"), pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity") and was found to have a pregnancy with contraceptive device ("pregnancy") with nausea and amenorrhoea. The patient was treated with surgery (laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device and caesarean section had resolved. At the time of the report, the abdominal pain, device dislocation, urinary tract infection, genital haemorrhage, menstruation irregular, rash, dermatitis, joint swelling, swelling, dizziness, pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown and the weight fluctuation, fatigue, goitre and dysgeusia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, autoimmune disorder, caesarean section, dermatitis, device dislocation, dizziness, dysgeusia, fatigue, genital haemorrhage, goitre, hypersensitivity, joint swelling, menstruation irregular, pelvic pain, pregnancy with contraceptive device, rash, swelling, urinary tract infection and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: the operative report noted the uterus, tubes, and ovaries were grossly normal in appearance. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: results: positive. X-ray - in (B)(6) 2016: results: presence of essure confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), caesarean section ('cesarean section') and urinary tract infection ('urinary tract infections') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient underwent caesarean section (seriousness criterion medically significant), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation ("she is concerned that the left coil may still be implanted and may have migrated"), urinary tract infection (seriousness criterion hospitalization), genital haemorrhage ("heavy bleeding"), menstruation irregular ("irregular menses"), weight fluctuation ("weight gain / weight loss"), fatigue ("fatigue"), rash ("various skin rashes"), dermatitis ("inflammation on her left thigh/hip") with erythema, joint swelling ("swelling in hip"), swelling ("swelling of lower back"), dizziness ("dizzy spells"), goitre ("thyroid goiter"), dysgeusia ("metallic taste since the surgery"), pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity") and was found to have a pregnancy with contraceptive device ("pregnancy") with nausea and amenorrhoea. The patient was treated with surgery (laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device and caesarean section had resolved. At the time of the report, the abdominal pain, device dislocation, urinary tract infection, genital haemorrhage, menstruation irregular, rash, dermatitis, joint swelling, swelling, dizziness, pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown and the weight fluctuation, fatigue, goitre and dysgeusia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, autoimmune disorder, caesarean section, dermatitis, device dislocation, dizziness, dysgeusia, fatigue, genital haemorrhage, goitre, hypersensitivity, joint swelling, menstruation irregular, pelvic pain, pregnancy with contraceptive device, rash, swelling, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: the operative report noted the uterus, tubes, and ovaries were grossly normal in appearance. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: results: positive. X-ray - in (B)(6) 2016: results: presence of essure confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : events she is concerned that the left coil may still be implanted and may have migrated" , hypersensitivity, pelvic pain female, autoimmune disorder were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device dislocation ('she is concerned that the left coil may still be implanted and may have migrated'), caesarean section ('cesarean section') and urinary tract infection ('urinary tract infections') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient underwent caesarean section (seriousness criterion medically significant), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), urinary tract infection (seriousness criterion hospitalization), genital haemorrhage ("heavy bleeding"), menstruation irregular ("irregular menses"), weight fluctuation ("weight gain / weight loss"), fatigue ("fatigue"), rash ("various skin rashes"), dermatitis ("inflammation on her left thigh/hip") with erythema, joint swelling ("swelling in hip"), swelling ("swelling of lower back"), dizziness ("dizzy spells"), goitre ("thyroid goiter"), dysgeusia ("metallic taste since the surgery"), pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity") and was found to have a pregnancy with contraceptive device ("pregnancy") with nausea and amenorrhoea. The patient was treated with surgery (laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device and caesarean section had resolved. At the time of the report, the abdominal pain, device dislocation, urinary tract infection, genital haemorrhage, menstruation irregular, rash, dermatitis, joint swelling, swelling, dizziness, pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown and the weight fluctuation, fatigue, goitre and dysgeusia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, autoimmune disorder, caesarean section, dermatitis, device dislocation, dizziness, dysgeusia, fatigue, genital haemorrhage, goitre, hypersensitivity, joint swelling, menstruation irregular, pelvic pain, pregnancy with contraceptive device, rash, swelling, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: the operative report noted the uterus, tubes, and ovaries were grossly normal in appearance. Insertion details- left: five coils being left in the uterine cavity. Right: one coil showing in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: results: positive. X-ray - in (B)(6) 2016: results: presence of essure confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2021: mr received. Rcc and reporter information was added. Event "she is concerned that the left coil may still be implanted and may have migrated" marked as medical significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("pregnancy"), caesarean section ("cesarean section"), urinary tract infection ("urinary tract infections") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and amenorrhoea, urinary tract infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), weight fluctuation ("weight gain / weight loss"), fatigue ("fatigue"), rash ("various skin rashes"), dermatitis ("inflammation on her left thigh/hip") with erythema, joint swelling ("swelling in hip"), swelling ("swelling of lower back"), dizziness ("dizzy spells"), goitre ("thyroid goiter") and dysgeusia ("metallic taste since the surgery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device and caesarean section had resolved. At the time of the report, the abdominal pain, urinary tract infection, genital haemorrhage, menstruation irregular, rash, dermatitis, joint swelling, swelling and dizziness outcome was unknown and the weight fluctuation, fatigue, goitre and dysgeusia had not resolved. The pregnancy outcome was not reported. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, caesarean section, dermatitis, dizziness, dysgeusia, fatigue, genital haemorrhage, goitre, joint swelling, menstruation irregular, pregnancy with contraceptive device, rash, swelling, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: the operative report noted the uterus, tubes, and ovaries were grossly normal in appearance. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: positive. X-ray - in (B)(6) 2016: presence of essure confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.